Event description:
The obstructive sleep apnea (osa) nasal mask plastic connector tabs were stated to have broken.

Manufacturer narrative:
Device not available, however, we are aware of this situation from previous complaints and this is the basis for the remainder of information provided. Results: plastic locking tabs incorporated into the elbow connector of these CPAP masks my break off if they are not cleaned in accordance with our instructions for use. Conclusion: fisher & paykel healthcare is currently conducting a retail level recall on all tab designed connectors for CPAP masks. Us recall was initiated 2006. All product manufactured since 2006 features a resigned connector that removes the locking tabs and is not subject to this recall.